Event description:
This is the second of two reports. The pt was reading fine for an unk period of time when suddenly the pressure on the cam02 read - 14. The catheter was removed and another one placed and it happened again. The cam02 was then switched and then it was reading normally. The clinical engineer tested the original monitor and found the cam02 to work just fine with a test catheter. No serial numbers and lot numbers are available for any of the products. No products will be returned for eval. Add'l info was received from the customer on (B)(6) 2015: a (B)(6) male pt with an underlying medical condition of traumatic brain injury (tbi) had the 1104b catheter implanted on (B)(6) 2015. That same day, the catheter read - 14. With regards for the pt's condition at the time the incident occurred. It was reported that the pt did not have any signs of symptoms. The pt was sedated. The original 1104b catheter was explanted on (B)(6) 2015. When the replacement catheter was placed, the same path was used, just a different catheter. The first/original catheter was discarded. The pt remains stable in the intensive care unit (ICU). No further info provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 08/04/2015. The investigation included: review of complaints history. Results: the DHR review could not be completed for the cam02 monitor reported as defective since the serial number of the monitor was not provided by the reporter. (B)(4). Conclusion: root cause was not determined since the product was not returned for evaluation.